Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the suture would not pass. This was discovered in a warehouse, testing incoming product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. The suture punch was function checked. The nitinol was sticking inside the tip of the suture punch. With a lot of pressure on the handle, the nitinol did pass through the suture punch. As seen in the photos of the tip with nitinol, wear is visible. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.